Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the event. H3 other text : device not returned for evaluation.

Event description:
It was reported that during the procedure, the coil (subject device) would not detach after two attempts. While the subject coil was removed from the catheter, the subject coil detached and fragments were left in the hub and rhv of the catheter. All fragments were removed successfully from the patient. The subject coil was replaced and the procedure was completed successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
The device was returned for analysis. During visual inspection only the main coil was returned. During the functional inspection a microscopical examination was carried out. Procedural fluids were noted on the main coil. Near the detachment zone it was stretched & kinked/bent. It was noted that the detached coil was smooth & even indicating the main coil was electrolytically detached. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on damage noted to the device during the analysis. It is probable that during the procedure the main coil was partially detached due to anatomical or procedural factors. An assignable cause of procedural factors will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
It was reported that during the procedure, the coil (subject device) would not detach after two attempts. While the subject coil was removed from the catheter, the subject coil detached and fragments were left in the hub and rhv of the catheter. All fragments were removed successfully from the patient. The subject coil was replaced and the procedure was completed successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during the procedure, the coil (subject device) would not detach after two attempts. While the subject coil was removed from the catheter, the subject coil detached and fragments were left in the hub and rhv of the catheter. All fragments were removed successfully from the patient. The subject coil was replaced and the procedure was completed successfully. There were no adverse consequences to the patient.